Event description:
The customer claims that the needle tips have burrs and the plunger falling out too easily, the plungers pop out at just over 2/3 of the way full.

Manufacturer narrative:
The returned samples and lot number of this event was requested but hasn't been received till now, no sample for evaluation and no DHR for review. The issue can't be confirmed, the root cause can't detected currently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.